Event description:
This is filed to report thrombus. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). Prior to a mitraclip procedure, the patient was anticoagulated with direct-acting oral anticoagulants (doacs). During the procedure, thrombus was noted in the right atrium and visualized in echocardiogram. Heparin-induced thrombocytopenia occurred. The thrombus was attempted to be removed with a snare, but disappeared. Per the physician, the thrombus either disappeared or went to the lungs. The mitraclip was implanted, and the mr was reduced to grade 2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported thrombus cannot be determined. The reported thrombus as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.